Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited far field atrial p waves over-sensing triggering non-sustained ventricular oversensing events since implant on (B)(6) 2019. A month later the right ventricular lead exhibited high capture threshold. Programming changes were made. The patient was stable.